Event description:
A cracked and shattered touchscreen was reported, making the pump's touchscreen unresponsive and illegible. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.